Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was 337 mg/dl. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.